Event description:
Jaw hinges pin on instrument broke. No adverse consequences reported. This instrument was being used under the control of distributor and has not been released for distribution.

Manufacturer narrative:
The cause of the broken jaw hinge pin is a failure of the pin material. This material failure may occur if the trigger on the device is overextended and excessive stress is placed on the hinge pin. Furthermore, the overextension of the trigger is possible due to a lack of a rigid stop in the handle body. As a result, the design of the device will be updated to include a rigid stop in the handle body to prevent overextension and excessive stress on the hinge pin. In addition, the design will be updated such that all linkage pins in the device will be replaced by a stronger material that is more resistant to fracturing. (B)(4).